Event description:
Customer reported experiencing skin irritation after removing the sensor. Customer stated that the doctor told them that they were having a staph infection due to the needle. Customer stated that the site area turns red, knots up and then forms a head. Customer's blood glucose reading at the time of the call was 184 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.